Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping phase, the thermocool® smart touch® sf bi-directional navigation catheter went through the left atrium roof causing cardiac tamponade. The patient¿s blood pressure dropped, the physician tried multiple times to drain the fluid from the pericardial space but each time, the patient was unable to stabilize. The cardiovascular surgeon and operating room (or) team was called into the lab to perform emergency open-chest surgery to stop the bleeding from the roof of left atrium which was punctured during the procedure. The patient was then transferred to the intensive care unit (ICU) and required of extended hospitalization. Patient¿s condition is improved. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a brackenbraugh transseptal needle. No ablation was performed during the case. The catheter irrigation was set at 2 ml/min. The thermocool® smart touch® sf bi-directional navigation catheter was not zeroed prior to the incident and no other visitag filters were used. No evidence of steam pop found. Due to the commotion in the lab and the procedure occurring to save the patient from the adverse event that occurred, the garbage bins were emptied several times and the ablation catheter box was discarded as such, specific product information is unavailable.